Event description:
It was reported to boston scientific corporation on (B)(6), 2009 that a resolution clip device was used for treatment on (B)(6), 2009 (patient gender, age and weight are unknown). According to the complainant, the clip could not be advanced out of the plastic sheath. The procedure was completed with another resolution clip device. No information was available regarding the patient's condition at the conclusion of the procedure.

Event description:
It was reported to boston scientific corporation on (B)(6) 2009 that a resolution clip device was used for treatment on (B)(6) 2009. According to the complainant, the clip could not be advanced out of the plastic sheath. The procedure was completed with another resolution clip device. No info was available regarding the pt's condition at the conclusion of the procedure.

Manufacturer narrative:
Upon investigation, it was noted that there was a kink near the handle. The sheath grip was still attached to the over sheath, and the clip assembly was inside the over sheath. The clip assembly could be exposed using the sheath grip. Once exposed the clips could be opened, closed, and deployed. As evident by the kink in the coil, the end-user may have exceeded the design limits of the device during use. This investigation will be assigned the most probable root cause classification of operational context. (B)(4).

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant info from that review, a supplemental medwatch will be filed. (B)(4).